Event description:
It was reported that during a therapeutic duodenal papillotomy the knife wire broke during activation. The intended procedure was completed using a different but similar device. No information provided regarding the concomitant devices. No patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the knife wire was broken. The broken part was visually examined and found that the wire coating was torn, burnt and melted. The outer diameter was measured, and no abnormality observed. There was no missing part of the wire. No problem with the length of the knife wire and wire coating. No defects observed with the actual device. Based on the evaluation, no other abnormalities with the device that could lead to the reported phenomenon. The investigation is ongoing, if new and relevant information is received later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of the torn coating was the forceps elevator of the endoscope being raised, the coated portion of the cutting wire wire and metal part of the distal end of the endoscope came into contact upon the deflection of the cutting wire, which moved the cutting wire back and forth and caused the coated portion of the cutting wire to tear. The slider was pushed more than needed and caused the cutting wire to deflect. However, the definitive root cause of the broken cutting wire could not be determined. It is possible that the broken cutting wire was caused by the cutting wire at a torn area of the coated portion coming into contact with the distal end of the endoscope while the forceps elevator was raised and caused the cutting wire to become hot instantly and break. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.